Manufacturer narrative:
The device returned to mmdg for investigation. Testing was completed which indicated that the pump was infusing correctly. However, due to an inconsistency in the investigation the pump was retested at which time the pump was found to be outside of the volumetric range that mmdg considers not reportable. The pump history shows that service was performed by a third party (B)(4) before the pump was returned to mmdg and that the infusion factor had been changed. This caused the pump to over infuse. The pump was repaired and returned to the customer.

Event description:
The initial reporter stated that while they were performing testing the pump over infused. The initial reporter also stated that there was no patient involved. (B)(4).